Event description:
A pd patient's wife and a nurse reported that there was a pd patient who had a catheter replaced and also revised due to continual drain issues. In a follow up, a nurse verified that the patient did not have any further harm, intervention or adverse events. The patient got a new cycler. The drain issues and cycler return are being processed in a liked file. The catheter is a non-fresenius product. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".